Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, the patient was implanted with an infusion port indwelling needle at 15:30 on (B)(6), and during the nighttime infusion, a trace leak was found at the tubing connection of the infusion port indwelling needle; the equipment department was contacted and the infusion port indwelling needle was replaced. No other information was provided.